Event description:
On 12/8/2023, dalton has been notified by customer (B)(6) of (B)(6). He stated that the oxygen concentrator they purchased from dalton was on fire and patient is a smoker. The serial no. Of the oxygen concentrator is (B)(6) . He didn't release patient information to us.